Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4)

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the patient expired. It was reported that the patient presented with anemia and jaundice prior to the procedure. The target lesion was located in the left anterior descending artery (lad) and was treated using two passes with the oad on low speed. When the device crossed the lesion during the second pass, the crown was noted to jump forward into the lad about 15 mm. One additional pass on low speed was performed, and the patient presented with an inability to swallow and appeared cyanotic. The patient then became unresponsive and cardiopulmonary resuscitation was performed. Medication was administered and a pericardiocentesis was performed, however no blood was found. A paracenteses was then performed and blood was removed. The patient was transferred to a surgical operating room to begin extracorporeal membrane oxygenation life support, and a surgical procedure was performed to attempt to repair the vessel. It was reported that the patient expired the evening of the procedure.